Event description:
It was reported that the capsule failed to attach to the patient¿s esophagus. The provider put the capsule down, checked from the top of the esophagus that it was on the esophageal wall via endoscope, removed scope, suctioned for 45 seconds and deployed. Upon the recheck, noted the device was in the oral pharynx. The patient had to intubate and retrieved the capsule with a roth net. They placed another capsule on the same procedure and attached successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.